Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed; analysis revealed a flex fracture of the distal conductor.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular lead had a possible fracture. The lead had high threshold and high pacing impedance as well. The lead was reprogrammed, and then explanted and replaced with a leadless pacing device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.